Manufacturer narrative:
After receiving this complaint, we searched for other complaint and we found four others complaints on this lot. The product final lot aa64181002 folysil overguide 5/15ml ch18, lot 6357308 for has been manufactured in july 2018 and the expiry date is july 2023. Checking the quality databases revealed no anomaly in connection with the described defect. The sample returned was put in a simulation bath from february 12th until february 26th - the result of the test shows the balloons without any anomaly . The balloon burst issue is known and monitored on a monthly basis. No other corrective action will be implemented as the specific trend for balloon deflating and this product family has an average which is acceptable as per the threshold.

Event description:
According to the available information, when refilling the balloon, the balloon burst,the red valve is leaking.